Event description:
Peri-implantitis, failed implant. Assessment of hygiene around implant: poor. Were any of the following conditions involved in the event (check all that apply)? Peri-implantitis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).